Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigation system showed high. The surgeon felt he was in the correct spot and verified with a c-arm and the screw was placed accurately. This was a one level extension and one side was placed with the navigation being accurate and the other was not because it was showing high. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional information determined that the inaccuracy was less than 5 mm. The inaccuracy is suspected to be due to the bar drape used during the spin was refracting light.

Manufacturer narrative:
H3: software analysis completed. It was reported that connection attempt failed because the connected party did not properly respond after a period of time, or established connection failed because connected host has failed to respond. Apart from this there is no other evidence to know the root-cause of the tracking issue. H6: fdm 10, fdr 67, fdc 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.